Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 8 months ago. Aneurysm and vessel morphology were not reported. It was reported that there is an alleged proximal type 1 endoleak present. An angiogram was performed to confirm the endoleak and to provide information for potential treatment. The angiogram demonstrated that there was no endoleak present. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results: endoleak, unk source of endoleak. Conclusion: unk source of endoleak.